Event description:
It was reported that before a mitraclip procedure, there was no difficulty during the initial needle puncture to access the femoral vein. Three mitraclips were implanted reducing the functional mitral regurgitation (mr) grade from 4 to 2-3. After the steerable guide catheter (sgc) was removed from the anatomy, to manage the groin access point, the physician performed a figure-8 closure. A few minutes after closure, arterial blood was noted. No arterial blood was noted on fluoroscopy during the procedure. The right leg was surgically opened. Once the artery and vein were exposed, a partial perforation to the lateral wall of the femoral artery was found. The artery was sutured closed. Per the physician, the partial perforation was caused by the initial puncture and was accidental as the artery bifurcation was higher than normal. The sgc insertion contributed to the perforation. There was no adverse patient sequela; the patient was clinically stable post the artery/vein repair. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system: clip delivery system (x3), lift, stabilizer, support plate. As the device was not returned for evaluation, an analysis of the complaint device could not be performed. There was no reported device malfunction. Review of the device history record revealed no non-conformances that would have contributed to the reported event. The reported patient effects of vessel perforation and hemorrhage, as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. Although a conclusive cause for the reported patient effects and their relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.